Event description:
It was reported to boston scientific corporation in 2009 that a gemini stone retrieval paired wire/helical basket was used for a cystoscopy right retrograde procedure performed in 2009. According to the complainant, resistance was felt when attempting to withdraw the retrieval basket during the second pass. The drive wire broke, leaving the retrieval basket in the pt's ureter. The device was cut at the handle and the sheath was removed. The physician irrigated the site and attempted to place a stent, but encountered the same resistance. The detached retrieval basket was removed from the pt in an additional procedure in the next day. A ureteral stent was placed, and the pt was admitted to the ICU, intubated, and left on a ventilator overnight. The pt was released from the hospital 3 days later. Current condition is reported as "fine." Additionally, the physician reported the problem occurred due to anatomical factors, not the device.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed.